Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted gastrectomy-subtotal surgical procedure, the harmonic ace instrument's teflon pad fell off. No fragments were reported to fall into the patient. The customer used a spare instrument to continue with the surgery. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion. The blade opened and closed properly. The insert fit snugly into the in-house golden instrument and did not become dislodged at any time during testing. The instrument was fully functional. There was no problem detected. However, the harmonic ace insert was found to have a cracked blade.